Manufacturer narrative:
The astral device was returned to resmed for preventative maintenance. During evaluation of the device, the device failed to pass its flow calibration test. The sensor circuit board (pcba) was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
The astral device failed to pass its flow calibration test. There was no patient harm or serious injury reported as a result of this incident.